Event description:
Doc. (B)(6), of the hospital, reported to our sales rep (B)(4), that a pt came in with pain. He took some x-rays and saw, that the "post-location" c0 - c2 out of the c2 screw.

Manufacturer narrative:
Report is filed on blocker, rod is also involved but no evidence that it malfunctioned. Will be evaluated and if found to have malfunctioned, a separate report will be filed at that time. Devices disposed of at hospital, will not be returned to stryker. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.